Manufacturer narrative:
(B)(4). Batch # t5cx3w. Representative sample device evaluation summary: a sterile tlc10 device and six sterile tcr10 reloads were received. The analysis results found that the tlc10 device was received inside the sterile package and with no apparent damage. The device was opened and tested for functionality with the returned cartridge and it fired, cut and formed the staples as intended. During the visual inspection of six tcr10 reloads (a-f) were received sterile and with no apparent damaged. The packages were opened and the reloads were loaded into the returned device and tested for functionality and it fired, cut and formed all the staples as intended. The staple lines were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device and reloads performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What was the surgery date? Is it the surgeon¿s standard routine to use a 100mm device on the rectum or were there other anatomical challenges that led to the need for a 100mm device? What color reloads were used and what was the sequence of the firings? Were other stapling or suturing devices used when creating the anastomosis? Was the device difficult to fire? Was the insufficient staple line noted intraoperatively or postoperatively? Were the staples properly formed? If not, please describe the shape and location. Were there staples missing from the staple line? What were the indications for the revision surgery? What was the date of the revision surgery? Were there any signs of tissue ischemia? What was done during the revision surgery? What is the current status of the patient?

Event description:
It was reported that during a rectum procedure, insufficient staple line in center part of staple line (rectum resection). Patient needed revision surgery. Patient still receives antibiotic treatment.